Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. It was also reported that the customer experienced a low blood glucose (bg) of 51 - 52 mg/dl. Customer manually overcorrected via pump for occlusion causing the customers bg to lower. The customer consumed carbohydrates to address.